Event description:
It was reported that when using the bd pyxis¿ medstation¿ es brucore a drawer was shorting and bringing down the entire station. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer shorting out. A field service engineer (fse) replaced the solenoid, the drawer controller, and the pyxibus controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.